Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05030. Follow-up revealed the replacement charging system resolved the patient's issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05030. It was reported, the patient experiences pocket heating while recharging the ipg. In turn, the patient stopped recharging the ipg. The patient lost stimulation over time due to not recharging the ipg. A replacement charging system was sent to the patient to provide resolution. Follow-up revealed the patient will follow-up with an sjm representative on the matter. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.